Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump there was an internal communication error occurred, there was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, e1 (added initial reported name), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to characterization limit e1, initial reported name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found errors in logs consistent with complaint. Checked calibration of all transducers using pneumatic schematic. Performed all manifolds test, compressor output test, and autofill tests successfully. No issues found. Ran unit on trainer to confirm no issues. Device ready for patient use. Returned to customer.